Event description:
It was reported that during a laparoscopic colon resection, the ureteral catheter broke and a piece of the catheter remained inside the pt. Five days later, cystoscopy was performed to remove the broken piece from the pt and x-rays were taken to verify that no other pieces remained inside the pt. No further complications were reported.

Manufacturer narrative:
No sample was returned for eval, the sample was discarded at the hospital. The reported lot number shows this product was packaged in october of 1975. While the polyurethane device is very durable, some degradation of product integrity is expected over the 34 year period, and may be accelerated by storage conditions. A 5 year expiration date was placed on these products in the early nineties. The reporter was notified of the age of the product, and we were advised that they have removed all old inventory from their shelves and that they would not be using any product that did not have an expiration date.